Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2017. The cause of death was stroke with uncal herniation. Additional information was requested but not provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported hemorrhagic stroke could not be conclusively determined. The product was not returned for evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device was not explanted so will not be returned.